Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had perforated through the intraventricular septum and was located in the patient's left ventricle. The perforation was noted during an echocardiogram performed approximately one year after implant while the patient was hospitalized for unrelated conditions. The lead was functioning normally and all measurements were within normal limits during interrogation. It was noted the perforation may have been present since implant. No intervention was performed. The lead remained implanted and active. It was later reported the patient had passed due to unrelated conditions.